Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional fractured. However, it is unknown at this time when or how this event occurred.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Event description:
It is now known that the tibial articular surface provisional broke during surgery when the surgeon was trialing.

Manufacturer narrative:
It is being reported that tibial articular surface provisional (tasp) was fractured while trialing and removal. Visual inspection of the device confirms that it was fractured into two pieces and all of the missing fragments have been returned. The fracture runs cleanly proximal to the medial edge of the central post. The device is used for treatment. The reporter was a zimmer-biomet employee who was present at the surgery and alleges that the proper surgical technique was adhered to. The event occurred outside of surgery; therefore the adherence to surgical technique is not pertinent to the investigation. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The returned device is a part of the re-design scope and was manufactured prior to the design modification on. Therefore the root cause can be considered to be a previously addressed design issue.